Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/18/2018. Investigation summary: it was reported performance breakage suture. An empty folder, a needle/suture piece and three sutures pieces were received for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected, and marks were observed on the body needle, and the end of the suture was observed cut appears to be by use of a surgical instrument. The other sections of the suture were examined, body fluids and fraying on suture pieces were noted; also, extremes were busted. Per condition of the sample, no functional test could be performed. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an lsk & sacropexie with net procedure on (B)(6) 2018 and suture was used. The suture was torn during intraperitoneal suturing. The operation could be continued and completed as planned with a new suture. There were no adverse patient consequences reported.